Event description:
In 7/2002 at 1230, staff attempted to remove the pt's foley catheter. Attempting to deflate the catheter, no fluid was aspirated and the catheter was resistive to any removal. The catheter was irrigated and the pt side port was cut. Still no fluid was returned and the staff was unable to remove the catheter. The next day, the pt was taken to radiology and underwent a stylet procedure by the radiologist. The balloon was still inflated even after the water was removed by the radiologist. The pt tolerated the procedure well but underwent add'l length of stay and financial cost.